Event description:
Wear and tear on instruments rendering them no longer useable. Handle is loose in arm.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The event description defined all returned products to be primary products. No concomitant products were reported. The nail handle, no deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The flattened connection pins are most likely the result of strong bending forces in combination of a long term usage. No discrepancies were detected during risk analysis review.

Event description:
Wear and tear on instruments rendering them no longer useable. Handle is loose in arm.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.